Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warmer device will not warm up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h3 and h6 conclusion codes: updated. Device evaluation: one device was returned for investigation. Physical inspection of the device found that the back panel was not secured properly, half the screws were missing, the air detector bracket was placed wrong, the top socket thermistor was not seated properly and the heater number two was overheated. It was also found that the air detector had damage to the bottom right corner. Upon opening the air detector, loose screws were found. A temp check was installed and the customer complaint was confirmed. Heater number experienced a thermal event which made the heater no longer work. The thermal event also affected the printed circuit board (pcb) which combined led to the device no longer heating up. Both of the heaters were replaced along with the pcb and the damaged air detector rear cover. After all the repairs, the device worked according to specifications. A manufacturing device history review was not done as the device is beyond a year from the manufacturing date. Service history review identified that the device had not been in for service previously.